Event description:
It was reported that a cassette not attached error occurred during testing. There were no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged dso seal delaminated, uso seal delaminated, and battery damaged. The service history review had no indication that the complaint was related to a service of the device within the review period.